Event description:
It was reported that during implant, the implanter had difficulty connecting the pump to the sutureless connection portion of the catheter. Difficulty in connecting was observed and the health care provider (hcp) couldn¿t achieve it. The silicone of the sutureless connector (sc) peeled back and the metal cup was reportedly deformed. A replacement ascenda catheter was then used and the procedure was completed successfully. The patient was reportedly well and receiving good therapy. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter . (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Analysis of the 8781 catheter (B)(4) revealed difficulty with the sc connector that led to explant and a tear in the seal of the sc connector near the guide ring. The sc connector showed various signs of damage including the white silicone boot pulled back from the titanium housing at its top. There was also damage to both retaining ring fingers. It was noted that sc connector was difficult to remove. Each retaining ring finger did not seem to pull back evenly when the black oval markings on the white silicone boot were pressed. This anomaly is most likely related to the damage noted above that occurred when the customer attempted to implant the pump in the patient. Finally, a small tear was noticed in the seal material of the sc connector, near its guide ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.